Manufacturer narrative:
No further information was provided for investigation. Based on the data provided, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with albt2 tina-quant albumin gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a microalbumin value of 0 mg/l, which repeated as 24 mg/l. The microalbumin reagent lot number and expiration date were requested, but not provided.